Event description:
Due to excessive swelling , dr. (B)(6) undertook a revision surgery on the patient on (B)(6) 2023 to debride/wash out the joint and replace the plateau, and discovered condyle cap from the femoral component condylar replacement loose in the joint space, sitting in front of the knee.